Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, the device battery was found to have prematurely depleted within a four month period. The only possible source of exposure was a computed tomography scan. Device replacement was recommended. The patient is going to wait for the device to reach the elective replacement indicator before having the device replaced. The patient condition is good.

Event description:
New information received states the device was explanted and replaced. No adverse consequences were reported after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.